Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source was showing a b30 (scope communication error) error code. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event as well as corrections. New information added to the following fields: b1, b2, b5, h1, and h6. Corrections were made to the following fields: e2, e3, and g2. This report was submitted by the importer under the importer's report number 2429304-2024-0000273.

Event description:
It was additionally reported that the issue occurred at the beginning of a diagnostic colonoscopy. There was a 30-minute delay to switch out equipment while the patient was under deep sedation. The procedure was then completed without further incident. There were no complications from the prolonged anesthesia and the patient was stable.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. And the reported phenomenon was not reproduced. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the reported event could not be identified with the information received. The event can be detected/prevented, by following the instructions for use, which state: chapter 9: troubleshooting, 9.2: troubleshooting guide. Olympus will continue to monitor field performance for this device.